Manufacturer narrative:
A2: age or date of birth: requested, not provided. A3a: sex: requested, not provided. A3b: gender: not provided for animal use. A4: weight: requested, not provided . A5: ethnicity: not provided for animal use. A6: race: not provided for animal use. B3: date of event: requested, unknown. D4: lot #: requested, unknown. D4: expiration date: unknown, as the involved product lot # was unknown. D4: UDI: not applicable. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: phone number: requested, not provided. E3: occupation: purchasing and inventory officer. H4: device manufacture date: unknown, as the involved product lot # was unknown. The details of the actual condition of the sample were unable to be determined as it was not available for evaluation. Since the lot number is unknown, an evaluation was not performed. There was no issued nonconformity report related to human error during lot production. We perform initial quality confirmation through visual inspection and functional tests before mass production. During visual inspection 1, all products are checked for damaged or deformed catheter tube condition. The catheter tube and catheter hub fitting test is conducted during the production process. In-process inspection was conducted at visual inspections to check the catheter tube condition. Before shipment, we have an outgoing inspection to check the overall condition of the product. The catheter tube undergo incoming inspection which includes visual inspection and verification of the certificate of analysis according to the material specification. A total of thirty-five (35) complaints were received from the previous two fiscal years to the present for the same issue, but the cause was not identified as related to our product or manufacturing process. Based on the investigation, we cannot identify the cause of the problem. Limited information was provided related to the complaint. The actual sample is also not available for further investigation, and no retention samples or lot history files from the reported lot were checked since the complaint lot number was unknown. We have routine inspections to check the condition of the products. We perform an outgoing inspection prior to shipment to ensure the overall condition of the catheters. Therefore, our process is assured. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the white part of the catheter hub snapped into the animal's vein and had to be surgically removed. Additional information was received on 31 oct 2024: it was reported that the event below happened twice, provide the lot number for the batch with the initial faulty. No photos or broken hub were retained. In both cases, however, the cephalic vein was cannulated on the golden retriever. The actual sample was not kept.